Event description:
On (B)(6) 2011, received communication from consumer stating, "I used this product last night and woke up this morning with a ring around my knee and 4 spots on my knee where it burned me. On one part of my knee the burn has already blistered. I put it loosely in my knee brace because the one that came with it was lost."